Manufacturer narrative:
Device evaluated by MFR - one brk needle was received for eval without a handle or wave spring. Visual inspection revealed the wave spring had detached from the handle causing the handle to detach from the needle. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A quality improvement project was initiated to address wave spring detachments.

Event description:
It was reported the brk needle was taken out of the box and flushed with fluid. The needle was then put into position in the right atrium for transseptal puncture. When the physician attempted to inject dye, the valve detached from the end of the needle. It was then discovered that the u-shaped lock mechanism (wavespring) was missing. The needle was removed from the pt and replaced with no complications with the pt.